Manufacturer narrative:
Patient weight was not provided. Approximate age of device - 1 year and 8 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacture's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that gastrointestinal (gi) bleeding was suspected due to a decreased hemoglobin and hematocrit (h/h) over the last month from 13 g/dl/42% on (B)(6) 2018 to 8 g/dl/27% on (B)(6) 2018 to 6 g/dl/18% on (B)(6) 2018. The patient had symptoms of severe fatigue and dizziness. As of (B)(6) 2018, physicians were currently working up the gi bleed and multifactorial treatment was provided. No additional information was provided.

Manufacturer narrative:
A direct correlation between heartmate ii lvas and the reported events could not be conclusively established through this evaluation. The submitted system controller log file contains data from (B)(6) 2018 08:03:00 am through (B)(6) 2018 11:20:12 am. The pump appeared to have functioned as intended above the low speed limit with no atypical alarms throughout the duration of the log file. No unusual events were noted in the submitted data. The heartmate ii lvas IFU lists bleeding and cardiac arrhythmia as adverse events that may be associated with the use of heartmate ii left ventricular assist system. This document provides details regarding the recommended anticoagulation therapy and inr range. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.